Manufacturer narrative:
H3: this report is based solely on the information provided by the customer. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The alarm passed all verification testing and met manufacturing specifications prior to being released for distribution. A review of the complaint database revealed 1 other event similar to the reported issue, against part 8645 in the past 2 years. Product was not returned for this event, therefore, root cause could not be determined. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
(B)(6) 2024 (B)(6) reported via email. A patients alarm batteries died and the alarm did not alert staff that the batteries were dead.the dead batteries were identified after the patient fell. Fortunately, there were no injuries to the patient. The alarm has been removed from service and replaced with a new alarm. Sn: (B)(6) please advsie on qa results.